Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12647. Related manufacturer reference number 1627487-2019-12648. Related manufacturer reference number 1627487-2019-12650. It was reported that the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place to explant and replace the patient's system. Surgery addressed the issue.